Manufacturer narrative:
No systems check data was supplied. Per the diagnostic copy to disk file supplied by the customer, three levels of thyroid-stimulating hormone (tsh) qc were tested twice daily with a fourth ultra low level tested once daily. Service was not dispatched as the issue was identified during the initial troubleshooting via the telephone. It was determined that pack sharing occurred resulting in erroneous results due to operator error. As indicated in the labeling, if a partially used reagent pack is loaded on a different system or workgroup, it will be inventoried as a full pack and inaccurate results may occur. The customer acknowledged and re-educated the operators that pack sharing is not allowed on the access platforms. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4) 2010 additional reportable events. This medwatch is related to the original MDR 2122870-2010-00318, patient number one. Related MDR: 2122870-2011-01129.

Event description:
The customer alleged receiving indeterminate (ind) results/no value flags on the thyroid-stimulating hormone (tsh) on quality control (qc) samples generated by the access 2 immunoassay system. It was discovered that a tsh reagent pack had been removed from the system incorrectly. Three patients' samples had also been tested from the same reagent pack. This report refers to patient number three. The customer retested the three patients' samples and produced the same results. It is unknown if the erroneous results were released out of the laboratory or whether a change in patient treatment was associated with this event.